Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion of paclitaxel. The nurse stated that a 550 ml bag of paclitaxel was set up, volume to be infused at 550 and once the infusion was complete, there was still approximately 200ml in bag. The error was replicated in oncology out-patient area but without chemotherapy in the bag and once the infusion was complete, the remaining solution from the bag into a graduated cylinder and there was 200 ml in the cylinder. There was no known patient injury or medical intervention associated with this event. No additional information is available.